Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Device interrogation displayed an alert for shock therapy delivered to convert arrhythmia. The subcutaneous electrogram (s-ECG) from the episode showed a ventricular arrhythmia was detected and a shock was delivered. The ventricular arrhythmia continued post shock, the device redetected and commenced charging. However, the arrhythmia appeared to self-terminate prior to delivery of a second shock and episode end was declared. The system was subsequently explanted and replaced with a transvenous device. The explanted products are expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Device interrogation displayed an alert for shock therapy delivered to convert arrhythmia. The subcutaneous electrogram (s-ECG) from the episode showed a ventricular arrhythmia was detected and a shock was delivered. The ventricular arrhythmia continued post shock, the device redetected and commenced charging. However, the arrhythmia appeared to self-terminate prior to delivery of a second shock and episode end was declared. The system was subsequently explanted and replaced with a transvenous device. The explanted products are expected to be returned for evaluation.